Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp and replaced the drive manifold, reported that the drive manifold was replaced to address the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) was showing "leak in iabp circuit", the safety disk leak test failed. The problem was suspect to be in the drive manifold. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and replaced the drive manifold. The iabp has not been cleared for clinical use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) is showing leak in iabp circuit ,safety disk leak test was failed. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.